Manufacturer narrative:
Citation: yoon sh et al. Bicuspid aortic valve morphology and outcomes after transcatheter aortic valve replacement. Journal of the american college of cardiology. 2020 september; 76 (9): 1018-1030. Doi: 10.1016/j.jacc.2020.07.005. Published online august 24, 2020. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, pro code npt), evolut pro (PMA# p130021, pro code npt). Earliest approved product used product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an evaluation of the outcomes for patients with bicuspid aortic valve stenosis who underwent transcatheter aortic valve replacement (tavr) with new-generation devices. All data were collected from a multi-center registry between october 2012 and october 2019. The study population included 1,034 patients and was predominantly male with a mean age of 75 years. Of those, 188 patients were implanted with medtronic evolut r or evolut pro transcatheter valves. No serial numbers were provided. Among all patients, 74 all-cause deaths and 40 cardiovascular deaths occurred within two years after tavr. No further details were provided about the patients who died. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events that occurred during the tavr procedure included: conversion to surgery, aortic root injury, and second valve implantation. Adverse events that occurred within two years after tavrincluded: new permanent pacemaker implantation, stroke, aortic valve reintervention, major vascular complications, bleeding (life-threatening or major), and mild to severe paravalvular regurgitation/leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.